Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime, compromised forced sensor system and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error. The blood glucose level at the time of the incident was not provided. The customer stated multiple motor errors within the past 6 months. Troubleshooting was provided and multiple motor error alarms were found in the insulin pumps history. The customer was advised that the insulin pump would be replaced. The insulin pump will return for analysis.